Event description:
It was reported that the catheter developed a hole on the shaft below the balloon.

Manufacturer narrative:
The reported event has been confirmed. Inspection noted that the catheter shaft was ruptured approximately 3cm from the proximal end of the balloon. No pieces of the shaft material appear to be missing. Eval did not find any obstruction in the lumen or other defects/conditions that would have contributed to the reported event. The root cause of the rupture is unk. (B)(4).